Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarm occurred. The customer's blood glucose was 480 (mg/dl). During troubleshooting with tandem technical support, the customer loaded a new cartridge onto the pump.